Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
It was reported that the insulin pump was exposed to moisture. Fluid is visible under lcd display. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. Details of moisture exposure and effects. The insulin pump will be returned for analysis.